Event description:
The patient's family member contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately high. The pt is given mixtard insulin 15 units twice a day and 5 units in the evening. The family member tested the patient with the reported meter at bedtime, 7:00 pm, and obtained a result of 27.0 mmol/l (converts to 486 mg/dl). The patient woke at 2:00 am shaking and screaming. The family member tested them with the meter and obtained a result of 19.7 mmol/l (converts to 355 mg/dl). The family member assumed that the result was incorrect and that the patient was actually hypoglycemic. The family member gave the patient hypostop. The patient was not improved in 10 minutes and the family member called emt. Emt obtained a result of 2.2 mmol/l (converts to 40 mg/dl) on the emt device at 2:30 am. The patient was given glucose and taken to the hospital. On arrival at the hospital, they had improved and were given toast and a drink. Hospital results of 5.0 and 6.0 mmol/l were obtained at 4:00 am and 8:00 am, respectively. They were discharged to home at 4:00 pm. The family member stated that the patient has "a tendency to go hypo during the night". The family member stated that she never conducts quality control testing. The customer care representative (ccr) did not walk the family member through a control solution test, as the family member did not have control solution. The family member had discarged the test strip vial that had been used; therefore, the ccr was unable to confirm the test strip expiration date. Use of expired test strips can caused inaccurate results. The meter was replaced.